Manufacturer narrative:
Alleged failure: turns off in the middle of case. [Update - replacement used to complete the procedure. Loss of image duration ~ 5 minutes.]. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The probable root cause could be loose connection or even a software glitch. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.